Manufacturer narrative:
Premature battery depletion was confirmed by analysis. Bench testing on the device was performed, and no sources of high current were noted. The cause of the premature battery depletion was consistent with li cluster formation. From these analyses, in the absence of high current draw, it is probable that the premature battery depletion was caused by a lithium cluster induced short circuit. Li clusters are a known depletion mechanism for these advisory products that has been investigated and associated with a field action in october 2016. The device had reached eos when received in the field. The field event of a threshold anomaly was not confirmed. Bench testing was performed and the device was found to be normal. No device anomaly was found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented to the hospital emergency room, a merlin.net transmission indicating battery performance alert was sent to the device clinic. Device reached end of service few days after elective replacement indicator. Premature battery depletion was noted. There was no capture and pacing lead impedance was out of range low on both right atrial and right ventricular leads. Device was explanted and replaced. Device could not be interrogated at the time of procedure. Rv lead was tested and functioned normally. The patient was in chronic af and capture threshold in the atrium was not available. Atrial pacing lead impedance was high and out of range. The atrial lead was reused and not replaced because of chronic af. Device was reprogrammed and the procedure was completed. Patient was stable throughout the event.